Event description:
This 58-yr-old female underwent bam many years ago using silicone gel implants. This procedure was performed at another facility and the MFR is unknown to this reporting facility. The pt did not give a date of exact implantation. The pt complains of pain on the left side due in part to the implant becoming entrapped laterally with a band of scar tissue along the incision line. Gross exam: the left implant was completely disrupted in the capsule.